Event description:
It was reported to medtronic neurosurgery that during prep for the surgery, the dr found the valve was leaking.

Manufacturer narrative:
The valve was patent. It met requirements for siphon testing. The device did not meet specs for reflux or leak testing as there were two large tears in the top of the delta chamber. It is unk how or when this damage occurred. All requirements for pressure flow and preimplantation testing were met with the exception of the -50 cm hp at pressure level 0.5 parameter. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a lot cut and tear resistance. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of manufacture. No impact to the pt was reported.